Event description:
Complainant alleged that the emergency room clinicians were attempting to defibrillate an elderly female pt who was in cardiac arrest. When they first attempted to defibrillate the pt, the clinicians had to press the charge button several times before the device would charge to 360 joules. Eventually the device successfully charged to 360 joules and defibrillated the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported failure.